Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The facial nerve stimulation resolved after programming adjustments were made. The recipient will not undergo revision surgery at this time. The recipient is doing well. This is a final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and facial nerve stimulation following a head trauma incident. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.